Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was in the 500 mg/dl at the time of the incident. The customer reported that the insulin pump had no delivery alarms. The customer stated that they normally gets the alarm during large boluses. They normally clears it and tries again and if it doesn't work; they would just give them self a manual injection. The customer reported that the alarm did not occur during manual prime. The customer declined troubleshooting for high blood glucose because they stated that it only happens when they eat certain foods. No product is expected to return for analysis.